Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros crea result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1546-3527-3227 on a vitros 4600 chemistry system. A definitive assignable cause of the event could not be determined with the information provided. Based on historical quality control results a vitros crea lot 1546-3527-3227 related issue cannot be ruled out as a contributing factor of the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1546-3527-3227. An ortho field engineer (fe) performed service actions on the vitros 4600 system which included replacing the reflectometer and cleaning the pm and cm/rt rings. However, as no precision testing was performed on the vitros 4600 chemistry system an instrument related issue could not be completely confirmed or ruled out as a contributor of the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, as no information regarding whether the patient had been taking any medications or supplements around the time of the event was provided, a sample interferent cannot be ruled out as a possible contributor of the event.

Event description:
A customer contacted the (B)(6) center (tsc) to report a non-reproducible, higher than expected vitros crea result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1546-3527-3227 on a vitros 4600 chemistry system. Patient sample vitros crea result of 3.2 mg/dl versus an expected result of 0.80 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600940.